Manufacturer narrative:
The pump was received with intermittent esc and act button response due to corroded keypad traces. No button error alarms noted during testing. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 340 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.